Event description:
It was reported that the user's handheld would freeze upon interrogations. Trouble shooting was performed, however, it is unknown if it resolved the issue. The site requested that a new device be sent to replace the non-working device. Good faith attempts to obtain the non-working device have been unsuccessful to date.